Event description:
Reference number (B)(4). Event occurred in croatia. On 17-jul-2024, it was reported that the patient was diagnosed with cellulitis, and he was on antibiotic therapy. The patient also had swelling and redness at the site of application which was started 5 days ago, and patient visited neurologist 3 days ago, who decided to keep him in the hospital. The inflammation subsided after the applied therapy and the patient was discharged home on (B)(6) 2024. No further information available.